Event description:
On january 13, 1992, a patient was undergoing a radical hysterectomy. In the process of applying surgical clips, the operating physician noted that the clips were ot maintaining their position, but slipping away from the end of the clip appliers. The equipment involved was weck hemoclip appliers.the patient experienced a tear in the vena cava that required immediate surgical repairinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.